Event description:
Cordis optease filter surgically inserted into female pt age (B)(6) y/o with a postoperative diagnosis of a dvt with pulmonary embolus on (B)(6) 2008. Cordis optease filter was never retrieved from pt. Recall notice directs concerns by pt regarding retrieval and breakage causing sudden death or serious injury.